Event description:
It was reported that balloon rupture occurred. The 95% stenosed target area was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advance for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured at its center. The device was removed, and the procedure was completed with a different device. There were no patient complications were reported and the patient was in good condition post procedure.